Event description:
Caller states that pt "had a heart attack and died on friday night. Isn't this thing supposed to notify someone if there's a heart issue? (Caller referring to the cl remote monitor).". Caller states that they did not receive a call or anything from the monitor alerting them that the patient had passed away. Caller states "I know people at (tv news - unsure of what caller stated.". Discussed general device function and features including pacing, sensing, defibrillation therapies, arrhythmia detection and programmable and non-programmable alerts. Discussed that if an alert condition is met, there would be an automatic transmission through the cl remote monitoring system. Discussed that the ico senses electrical activity of the heart. Caller states well, if her heart stopped, wouldn't there be no electrical activity and wouldn't that cause an alert?. Referred to mo/clinic. Caller states "this is being recorded by the way". Confirmed that he meant he is recording the phone call. Informed caller that our calls are all recorded also. Caller states "the doctor said they didn't receive anything." "I don't think this device is working." "Then 3 days after she's died and she's in the funeral home, the defibrillator starts going off.". Confirmed that caller means that the ico was producing a patient alert tone. Discussed patient alert tones and referred to mo/clinic. Caller wanted to know if medtronic's "wifi" was down, and whether that is why the mo did not receive an alert. Warm conferenced patient to cl sc agent. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).